Event description:
It was reported that the patient developed left pneumothorax post pacemaker implantation procedure. The pneumothorax was observed via chest x-ray. The patient underwent chest tube implantation in left chest, and pneumothorax was almost completely aspirated. Patient recovered fully and was discharged in stable condition.